Event description:
It was reported that their is cracks to the insulin pump battery display screen. The customer also reported that the motor on the insulin pump is sluggish. Customer's blood glucose level at the time 68mg/dl. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at display window corners and battery tube threads, broken reservoir tube lip, and minor scratches on the lcd window.